Manufacturer narrative:
See regulatory report # 6000153-2015-00665 regarding the other explanted lead. Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A health care professional (hcp) reported via company representative (rep) on (B)(6) 2015 that a spinal cord stimulation (scs) system had been explanted and would be returned. The explant had occurred on the date of report. During a lead revision procedure and placement of new leads, there was excess bleeding in the spinal area, so the physician chose to stop the case. The lead revision was conducted because the patient did not have adequate coverage on their left side. The physician had attempted to use a revision kit and two new leads, but they could not obtain coverage before excessive bleeding caused a cancellation of the procedure. All items were explanted when the procedure was aborted, and the issue was noted to be resolved at the time of report. The rep also stated that the devices had been performing properly, and impedance tests had been conducted to confirm connections. A supplemental report will be submitted if additional information is received.